Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer's blood glucose level was 107 mg/dl. No significant events leading to the alarm were noted. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarms were noted. The insulin pump was received with cracked case at display window corners, a cracked display window,cracked battery tube threads, a severely scratched lcd window, and a shifted end cap.